Event description:
Heard a popping sound, vent smells burnt / smoke.

Manufacturer narrative:
While the patient was connected a popping sound was heard from the ventilator, and it smelled burnt/smoke. There was no patient injury. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.